Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant body at tooth site #12 cannot be removed from the fixture mount. The implant was removed, and another implant was placed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) imp tsp, mp1 ha,3.7x10mml,4.8p (sph10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Device was measured with a caliper and matched print specifications. Mount was able to be removed from the implant. Based on the evaluation and functional testing, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (63742917). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63742917) for similar events and no other complaint was identified. Functional testing was conducted. Mount and implant could be disengaged. Therefore, the reported event was not recreated. A definitive root cause could not be determined. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.